Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharger antenna failure, as a "no device found" message was displayed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient was having issues charging her ins. Patient couldn't find the device with controller and recharger. Patient stopped charging a couple of months ago because she was frustrated with the charging process. Rep was with patient on and tried passive charging. Rep thought that the controller was not responding appropriately, the numbers were changing erratically. The values were 0 and then would change rapidly from 0 to 98. Rep reported recharger and the box on the recharging cable were getting warm during their attempts to charge the ins. Rep used patient's controller with a recharger from her trunk and stated that controller was responding normally to the passive recharge process. Rep will continue to charge with patient. A replacement recharger is sent to patient. No symptoms were reported. No further complications were reported/anticipated.